Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device after a mechanical left leg neurological interventional procedure using a 6f sheath.

Manufacturer narrative:
The device was returned for analysis. The reported foot separation was confirmed. The reported ¿abnormal feeling during device pull back¿ could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device after a mechanical thrombectomy procedure using a 6f sheath. Reportedly, after needle deployment, the tech felt the device pull back abnormally. The device was removed and on inspection outside of the anatomy, a foot break was noted. There was no obstruction of flow noted and they believed that the foot broke in the tissue track and was left there. Hemostasis was achieved with a new prostyle device. There was no reported clinically significant delay in the procedure. No additional information was provided.